Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubies were not detected on the bus. The customer attempted to recover the cubies and performed a system reboot; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation this incident, it was determined that the 2 drawers were not detected on bus. A field service engineer assisted the customer to hard reboot the device to resolve the issue. The system functioned as intended after the field service engineer assisted the customer to repair the device.